Manufacturer narrative:
The glu test strip lot number is 772788 with an expiration date of 18-nov-2025. The customer performed qc and no issues were noted. The investigation is ongoing.

Event description:
We received an allegation of questionable glucose results for one patient tested with the cobas pulse instrument compared to a laboratory method. The first meter result at 7:07 was 17 mg/dl. The second meter result at 7:13 was <10 mg/dl with a data flag. The patient was immediately given a bottle of milk and a blood sample was collected in a lithium-heparinized tube and sent to the laboratory. The laboratory result at 7:23 was 159 mg/dl.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation did not identify a product problem based on the provided information. The cause of the event could not be determined.